Manufacturer narrative:
(B)(4). The returned product was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-02069. It was reported the patient is no longer feeling stimulation to the desired pain areas. Reportedly, the leads migrated from the original placement. The patient denied any falls or recent trauma. Surgical intervention was undertaken on (B)(6) 2016 during which time the leads were explanted and replaced with different models. Effective therapy was restored postoperatively thus resolving the issue.